Event description:
It was reported that an insertable cardiac monitor (icm) was reposition. The repositioning was performed because the patient had sustained rib fractures, and the current device location was causing discomfort. The icm functioned as intended, with no performance issues identified. The icm remains in service, and no additional adverse effects on the patient have been reported.